Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the fifth firing a noise was heard. After the sizth firing, it was noticed the device did not cut and staple the whole way. There was no adverse pt consequence.

Manufacturer narrative:
Firing mechanism damaged. Evaluation summary: one device and two cartridge (d-c) were returned. The device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged. Cartridge b-c were returned partially fired; however, cartridge. Cartridges b-c were returned partially fired; however, cartridge b was noted to have the lockout tab damaged. As the instructions for use state, "once the firing cycle has been initiated, it must be completed. If re-initiating of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." Cartridges b-c batch c5dr2j.